Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined that the motor was functioning intermittently, some screws were heavily worn, the switch and the machined head were damaged, the unit was out of calibration, and the position of the control bar was not correct. The motor, switch, screws, machined head, pin, and bearings were replaced and resolved the reported issue. The DHR was reviewed for deviations and/or anomalies. No deviations or anomalies were identified. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that there was a disruption of the program due to part malfunction. At product evaluation investigation found the device motor was functioning intermittently. No adverse events were reported as a result of this malfunction.